Event description:
It was reported that the 7 mm implant would not fit the driver. The surgeon tried two 8 mm implants and had the same problem. The surgeon then used a 9 mm implant and was able to complete the case. The surgery was deployed over 30 minutes but no additional adverse consequences were reported from this event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
Arthrex is awaiting further info from the complainant on the concomitant driver(s) used in conjunction with the complaint devices to complete the eval. Review of the device history records revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. At this time, a definitive conclusion has not been determined for this event. If further info is relevant to the event, a follow up report will be submitted.